Event description:
It was reported that the patient stated he had received multiple shocks. Device interrogation revealed far-field p-wave oversensing. X-ray image showed that the lead was dislodged. When repositioning was unsuccessful, the lead was explanted and replaced. The patients medical condition was good after the event.